Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 09-jul-2013, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 07-aug-2014, UDI#: (B)(4) ; product ID: 3777-60, serial/lot #: (B)(4), ubd: 02-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient reported she had two revision surgeries because the leads moved out of place. One was in 2009 and the second was in 2010. The patient mentioned she is a rough sleeper and hurt herself so many times. No further complications were reported. No patient symptoms were reported.